Manufacturer narrative:
Other relevant device(s) are: product ID: 9733856, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the imaging system was not communicating with the navigation system. Medtronic representative had bypassed the bulkheads on the mobile view station (mvs) and navigation system, but the issue was not resolved. Representative attempted to ping electronic picture archiving and communication systems (pacs) and the navigation system from a port in the site but was unable to get a response back. There was no patient present when the issue occurred.